Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.